Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device and was unable to receive glucose alarms. As a result, the customer reported experiencing symptoms described as sweating, cold body, a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who obtained an unspecified blood glucose result and provided an unspecified injection and unspecified antibiotics as treatment. There was no report of death or permanent injury associated with this event.